Event description:
Prior to use in an acl reconstruction, the guide handle would not hold the aimer. A delay of one-hour resulted and a back-up device was available. No patient injury or complications resulted.